Event description:
The MFR has been informed that a mitral valve replacement pt experienced a sudden weakness on the seventh postoperative day. Thrombolytic treatment without intensive care was not successful and the pt died three hours later.